Event description:
It was reported that the patient's device did not help with pain, however, it made his leg jump. The initial incision did not heal properly and the patient had mesh put in. The patient had been opened up on both sides of the body and stated that his body was full of mesh to hold him together. The lead and stimulator were taken out at the same time screws were removed from his spine.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had a complete explant of his implantable neurostimulator (ins) and components. It was noted that the patient was "headed to" being paralyzed since the leads were explanted.

Manufacturer narrative:
Product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1995, explanted: (B)(6) 1999; product type extension, product ID 3888-28, lot # l36800, implanted: (B)(6) 1995, explanted: (B)(6) 1999, product type lead.

Manufacturer narrative:
(B)(4).